Event description:
Rn opened sealed packaging of pressure monitoring kit, primed tubing, connected to pt and pressure bag. Blood started backing up into tubing and leaking from vamp port. Problem identified immediately -- no harm to pt.